Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a helium tank was found empty due to leak.

Event description:
It was reported that a helium tank was found empty due to leak. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected field: d10. The failure analysis and testing department received the following part associated with this complaint: pn: 0075-00-0024-01 sn: (B)(6) helium cylinder. This part was received with a reported unit failure message of received empty. The failure analysis and testing dept. Performed a visual inspection. Part looks to in good condition. Installed helium tank into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. The fat dept. Verified the failure message of helium cylinder empty. Retaining helium cylinder in the fat dept.